Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of low blood glucose readings and hospitalization from the insulin pump. The customer stated that she had an episode where she blacked out due to low blood glucose readings.